Event description:
Bayer case number: (B)(4). The right essure was misplaced: protrusion at the distal part of the tube [device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure was misplaced: protrusion at the distal part of the tube") in a 45-year-old female patient who had essure inserted (lot no. D30800) for female sterilisation. The patient had a medical history of spontaneous abortion in 2005 and hip dislocation, gestational diabetes, removal of wisdom teeth, appendectomy, parity 4 (4 boys born in 2006, 2008, 2011 and 2015) and overweight. Previously administered products included: cerazette, oral contraceptive nos and iud nos. Concurrent conditions were listed as nausea, balance disorder and graves' disease since 2016, vertigo since 2015 as well as allergic rhinitis, bleeding menstrual heavy, insomnia, arthralgia, shoulder pain, back pain, dyspareunia, mastodynia, dysmenorrhea, metrorrhagia, depression, muscle pain, dyspnea, sinus rhythm, irritability, palpitation, asthenia, muscle cramp, goiter, weight loss, palpitation, hyperthyroidism, lumbar strain, lumbar pain, dizziness, concentration impairment, tiredness, visuospatial deficit, disturbance in attention, fatigue, motion sickness, language disorder, word finding difficulty, intermittent headache, hyperacusis and paresthesia upper limb. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2024, 3412 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with kardegic (acetylsalicylate lysine), analgesic (trolamine salicylate), tardyferon (ferrous sulfate), magne b6 (magnesium lactate, pyridoxine hydrochloride), gaviscon (magnesium alginate, sodium alginate), paracetamol ab, optimizette (desogestrel) and propranolol (propranolol hydrochloride) as well as surgery (laparoscopic hysterectomy salpingectomy). At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. The reporter commented: 4 visible turns of coils on the right and 5 visible turns of coils on the left. Sick-leave: - from (B)(6) 2015 to (B)(6) 2016. - from (B)(6) 2016. - from (B)(6) 2016. - from (B)(6) 2016. - on (B)(6) 2016 for 9 months. - from 27-sept-2018 to 07-oct-2018 - from (B)(6) 2024. - from (B)(6) 2024 to (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.521 kg/sqm. [Gynaecological examination] on (B)(6) 2015: correct placement of essure. [Magnetic resonance imaging] (date unknown): normal. [Ultrasound pelvis] on (B)(6) 2021: normal. [Ultrasound thyroid] on (B)(6) 2022: normal. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information available from our investigation, this will be provided in supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). The right essure was misplaced: protrusion at the distal part of the tube [device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right essure was misplaced: protrusion at the distal part of the tube") in a 45-year-old female patient who had essure inserted (lot no. D30800) for female sterilisation. The patient had a medical history of spontaneous abortion in 2005 and hip dislocation, gestational diabetes, removal of wisdom teeth, appendectomy, parity 4 (4 boys born in 2006, 2008, 2011 and 2015) and overweight. Previously administered products included: cerazette, oral contraceptive nos and iud nos. Concurrent conditions were listed as nausea, balance disorder and graves' disease since 2016, vertigo since 2015 as well as allergic rhinitis, bleeding menstrual heavy, insomnia, arthralgia, shoulder pain, back pain, dyspareunia, mastodynia, dysmenorrhea, metrorrhagia, depression, muscle pain, dyspnea, sinus rhythm, irritability, palpitation, asthenia, muscle cramp, goiter, weight loss, palpitation, hyperthyroidism, lumbar strain, lumbar pain, dizziness, concentration impairment, tiredness, visuospatial deficit, disturbance in attention, fatigue, motion sickness, language disorder, word finding difficulty, intermittent headache, hyperacusis and paresthesia upper limb. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2024, 3412 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with kardegic (acetylsalicylate lysine), analgesic (trolamine salicylate), tardyferon (ferrous sulfate), magne b6 (magnesium lactate, pyridoxine hydrochloride), gaviscon (magnesium alginate, sodium alginate), paracetamol ab, optimizette (desogestrel) and propranolol (propranolol hydrochloride) as well as surgery (laparoscopic hysterectomy salpingectomy). At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. The reporter commented: 4 visible turns of coils on the right and 5 visible turns of coils on the left. Sick-leave: - from (B)(6) 2015 to (B)(6) 2016. - from (B)(6) 2016. - from (B)(6) 2016. - from (B)(6) 2016. - on (B)(6) 2016 for 9 months. - from (B)(6) 2018. - from (B)(6) 2024. - from (B)(6) 2024 to (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.521 kg/sqm. [Gynaecological examination] on (B)(6) 2015: correct placement of essure. [Magnetic resonance imaging] (date unknown): normal. [Ultrasound pelvis] on (B)(6) 2021: normal. [Ultrasound thyroid] on (B)(6) 2022: normal. The most recent follow-up information incorporated above includes data received on: 02-jul-2025: upon receipt of new follow up it was identified that argus case (B)(4) are duplicate of each other. Therefore, argus case (B)(4) needs to nullify from argus database. All source documents, references & all relevant information has been transferred to retention case. (B)(6) 2025: no new information added. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.